Event description:
Airseal on the da vinci tower started to make noise, indicating malfunction of pressure consistency. Gas was turned off and disconnected from the patient. Two stryker towers with insufflation were brought in and used to complete the procedure.